Event description:
It was reported that the pt was found, cyanotic, unresponsive with no pulse or respirations. Pt had oxygen rebreather mask on with non-rebreather bag non-inflated. Oxygen set-up had 3-way adaptor and was turned to setting for administration of oxygen through a bubbler an nasal cannula. Oxygen was coming through nasal cannula but not through the non-rebreather mask. Pt diagnosis was bilateral pneumonia, congestive heart failure and renal failure. Had history of copd, cancer of stomach.